Manufacturer narrative:
The facility has discarded the product, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating: "sleeve does not pass by a 1.8 mm incision. No pt injury. No product returned. Replacement product used."